Event description:
It was reported the patient presented for initial procedure. During implant, the physician was unable to obtain satisfactory parameters on the right ventricular lead. After multiple attempts of positioning the lead, the helix became stuck and would not extend. The physician elected not to use the lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were a helix mechanism issue and failure to sense. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. The cause of the reported event was due the helix stretched / damaged. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.